Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received sensor scan results of 118 mg/dl at 3:21 p.m, 86 mg/dl at 3:33 p.m. And 71 mg/dl at 3:37 p.m compared to results of 32 mg/dl, 30 mg/dl and 38 mg/dl obtained on the built-in reader respectively. Customer experienced symptoms described as "sweating, shaking and vision disorders" while at the school. Customer received madeleines, sugar and compote by his school director. No further treatment was required. There was no report of death or permanent impairment associated with this event.